Event description:
Reporter alleged relative was unresponsive and called the paramedics, because blood glucose monitoring device was not reading correctly at a reading of 88 mg/dl. Reporter stated paramedics meter was 32 mg/dl and relative was treated with insulin prior to being transported to the hosp. Reporter indicated being unable to provide hosp readings ,but customer was treated with "glucose in vein" and dietary adjustments and allegedly currently doing ok. Reporter stated controls were used and believed to be within an acceptable range, when tested at the time of the alleged event. Reporter stated that normal medication and food was consumed on the day of alleged event as well. A request was made for the return of the suspect device and replacement product was sent.